Event description:
It was reported that the patient had a cystoscopy and was injected with bulkamid, a gel used to restore the natural closing of the urethra; however, it did nothing for them. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).